Event description:
During the first case of the day, the customer reported using the 9800 sys and the image appeared as a split circle from top to bottom. The sys was removed from the room and tested in another area. The sys performed normally and was brought back into room and case completed without further incident. No pts were injured as a result. Sys was used for 3 more cases without incident. No pt data available. As no-one saved the images at time of failure. No images were saved.